Manufacturer narrative:
Multiple attempts by the manufacturer were made to obtain more information from the original reporter of this malfunction. Unfortunately, the manufacturer could not obtain all of the necessary information to make a definitive conclusion of the cause of the malfunction. It is suspected this was caused by misuse from the user by an external impact or shear load between the cage and inserter (i.e. Overtightening of the inserter on the cage). However, an exact cause could not be established due to lack of information regarding the surgical technique used. There was no harm to the patient during this incident. There have been no other similar incidents with the subject part reported to the manufacturer.

Event description:
Surgeon placed subject cage in c3-c4 disc space. It was noticed when removing the inserter that the front of the cage where the inserter attaches had broken off. The rest of the cage was left in the patient. Surgeon placed three additional cages at other levels with no issues. There was no harm or injury to the patient.